Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d references the main component of the device system; the other relevant components include: product ID 8709sc lot# serial# (B)(4) implanted: (B)(6) 2011 explanted: product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving dilaudid at a concentration of 10.0 mg/ml and a dose of 3.130 mg/day via an implanted pump. The indication for use was non-malignant pain. It was reported during surgery, on (B)(6) 2016, for pump replacement it was noted that the proximal catheter was wound multiple times. It was indicated the event was related to the device or therapy. The proximal catheter was revised on (B)(6) 2016 and the issue resolved without sequelae the same day.